Manufacturer narrative:
Carefusion complaint number (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the expiratory flow sensor bulkhead connector cover and one of the "o-rings" were missing. The event log did not have "vent inop" alarms present. There were "high rate" alarms present in the event log during the time the patient was removed from the device and the device was shut down. The fsr replaced the bulkhead connector and completed performance testing. The unit meets factory specifications. At this time, the customer has not responded to requests for additional information regarding this event.  If additional information becomes available, it will be submitted in a follow up report. (B)(4).

Event description:
The customer reported that the patient was observed gasping and the ventilator was alarming "vent inop" (ventilator inoperable). The ventilator was removed from the patient and the patient was placed on a tee tube with no adverse outcome.